Event description:
Four oxygenators developed cracks from the housing during use during 5 days of support. The oxygenators were used in the same pt and changed out with no injury or affect to the pt. The oxygenators were being used with a roller pump. The premembrane pressure was 400 mmhg. Perfusion protocol is not available. (B)(4).

Manufacturer narrative:
Maquet cardiovascular submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). The device will not be returned to maquet cardiopulmonary for investigation. In all cases, the device was reported as being used for more than the recommended 6 hour time frame in the IFU.